Manufacturer narrative:
Evaluation summary: the product was not returned. The photo provided shows a gloved hand holding what appears to be a small fiber in a pair of tweezers. We are unable to verify the origin of the fiber like material from the photo. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a fiber like material was found in either the lens or the cartridge. Additional information was provided indicating that the issue was noticed once the iol was inserted into the patient's eye. There was no patient harm. The iol remains implanted and the fiber was removed. The patient is doing fine. No medical or surgical intervention was required. There are two medical device reports associated with this event. This report is for the iol.